Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. The intake information required to enable further investigation, such as the kit¿s lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported six false negative results with the binaxnow covid-19 antigen self-test performed on various dates. This manufacturer¿s report addresses patient 1 (qty 4), test six (6) of six (6). The consumer performed a binaxnow covid-19 antigen self-test on an unknown date and generated a negative result. Additional testing was performed with the (B)(6) covid-19 test kit on (B)(6) 2024 and generated a positive result. The consumer was experiencing cough, sneezing and fever and contacted the doctor since he has copd, which had the same symptoms as covid-19. The consumer was also taking paxlovid. The consumer confirmed there was no patient harm due to the test results.